Manufacturer narrative:
This event occurred on an unspecified date in (B)(6) 2018. The lot was manufactured june 27, 2017 - june 28, 2017. The device was received for evaluation. A visual inspection was performed and it was noted that the fillport cap was not missing as reported; however, the cap was detached from the device fillport. The reported condition of a missing cap was not verified; however, the it was determined that the fillport cap was detached from the fillport. The cause of the detached fillport cap was manufacturing assembly issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume folfusor was missing a cap. The missing cap was discovered prior to use. There was no patient involvement. No additional information is available.